Manufacturer narrative:
H6 health effect - clinical code: updated.

Manufacturer narrative:
B1: adverse event and/or product problem and b2: outcomes attributed to adverse event. Section h3, h6: the devices were not returned for evaluation; therefore, a device analysis could not be performed. The clinical/medical investigation concluded that the clinical root cause of the reported instability cannot be determined based on the limited information provided. It cannot be concluded that the reported event is related to a malperformance of the implants or implants failure. The patient impact beyond the revision surgery cannot be determined. A review of the production orders did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history for the patella revealed similar events for the listed device over the previous 12 months, but no similar events for the batch based on the historical data, this failure mode will be monitored for future complaints for any necessary corrective actions. For the tibial baseplate, a review of complaint history revealed a similar event for the listed device over the previous 12 months, but no similar events for the batch based on the historical data, this failure mode will be monitored for future complaints for any necessary corrective actions. For the femoral component and insert, a review of complaint history for the part numbers over the past 12 months and for the batch numbers based on historical data of the devices did not reveal similar events for the listed devices. A review of the instructions for use documents for knee systems revealed that looseness of components can occur as a result from trauma, improper implant selection, improper implant positioning, improper fixation, and/or migration of the components. Muscle and fibrous tissue laxity can also contribute to these conditions. This has been identified in possible adverse effects. A review of the risk management files revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the products failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include joint laxity, patient condition and/or abnormal loading of the limb. Based on this investigation, the need for corrective action is not indicated. Should the devices or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed. H6: health effect - clinical code and health effect - impact code.

Event description:
It was reported that the plaintiff underwent a revision surgery of the right knee on (B)(6) 2020 due to instability of the tka. X-rays revealed tilting of the patella. It is unknown which components were explanted during the revision. The current state of health of the patient is unknown. The primary right hip tkr surgery was performed on (B)(6) 2014.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).